Event description:
The user facility reported that prior to a patient procedure the touch panel to their hexavue custom room rack froze. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps frame that holds the cxps cards was not operating properly, however a cause of the reported event could not be determined. To resolve the issue, the technician power cycled the cxps frame. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.